Event description:
Hill-rom received a report from a hill-rom technician stating left intermediate siderail would not latch. The bed was located at a hill-rom service center not in use. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found food and feeding tube waste caught is latch not allowing it to fully engage. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician cleaned the latch to resolve the issue. Based on this information, no further action is required.